Event description:
It was reported on (B)(6) 2026 that dr.(B)(6). Returned a silent nite device because the "anchors and bands keep breaking off". Additional information received reported that the event was reported to the office on (B)(6) 2026 but it is unknown when the device broke for the first time. The same device was reported as having broken two times. The 50-year-old, male patient did not suffer any injury or adverse outcome and no medical intervention was required. It is unknown when the patient stopped using the device or if the event occurred while the patient was sleeping.

Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).